Event description:
The device was at eri indication and had a long charge time. The rv lead was also capped due to high impedances. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri. The device was implanted for 55 months and 25 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The memory of the ICD was inspected, revealing no anomalies. Especially the inspection of the lead impedances proved to be in normal range while the device was implanted and in service. The recorded charge times were prolonged, however within specification. There was no indication of a device malfunction. In a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The charge time was as expected. In summary, the device proved to be fully functional. The analysis of the documented lead impedances showed no anomalies while the device was implanted and in service. There was no indication of a material or manufacturing problem.